Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An implant card was received noting that an unknown patient had undergone a battery replacement due to high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was later confirmed that this event had previously been investigated and submitted under manufacturer report #1644487-2025-00260. Any further information received will be housed under manufacturer report #1644487-2025-00260 for continuity.

Manufacturer narrative:
B5, corrected data: further information confirmed that the initial report was a continuation of report #1644487-2025-00260.